Manufacturer narrative:
The service engineer was not able to evaluate or repair the device as the quote expired; the customer did not accept the quote, so it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the navigation ring was not working, and the front frame of the screen needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
Per initial good faith effort (gfe) response, the authorized service provider (asp) stated that the issue occurred repeatedly, and the jumping value did not accept or change therapy without pressing a button. Additionally, the touchscreen allowed the user to change, accept, or cancel the value, and the ventilator output/delivered therapy has not changed without any user input. A service quote was sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
H11: the authorized service provider (asp) stated that the issue occurred repeatedly, and the jumping value did not accept or change therapy without pressing a button. Additionally, the touchscreen allowed the user to change, accept, or cancel the value, and the ventilator output/delivered therapy has not changed without any user input. Per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on this information, the issue did not meet the reportability criteria and was reported in error. Additionally, the device was ultimately sent to bench repair, where the service technician replaced the front bezel for repair and verified that the issue was resolved. All test & verification (t&v) procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. Following the t&v procedure, the device was restored to factory settings. The investigation concludes that no further action is required at this time.